Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the device kept re-booting. It was noted, however, that the hanger assembly of the device was broken, the output connector assembly was broken, the battery wires were pinched without compromise to the insulation, the red display wires were pinched with the wire insulation exposed, and the display frame boss was stripped. It was also noted that the encoder switch assembly, one encoder nut, and two knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) kept re-booting. It was also reported that the pole hook was missing. The epg has been returned for repair. There was no patient involvement.